Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett failed after intubation. Reported patient was intubated, shortly after intubation, noted the balloon had burst and air was rushing around tube. Endotracheal tube replaced. No injury to patient.